Manufacturer narrative:
Date of event is estimated,date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-04721. It was reported that the patient experienced loss of therapy. X-rays and impedance reading revealed that the bilateral l1 leads were fractured. As such, surgical intervention took place on (B)(6) 2022 wherein the l1 leads were explanted and new leads were implanted addressing the issue. Reportedly, therapy was restored post operatively.